Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during the load process. Reportedly, the customer successfully reloaded the cartridge to address the event. Blood glucose was 175 mg/dl.